Event description:
It was reported that during a da vinci-assisted prostatectomy radical without lymphadenectomy surgical procedure, non-intuitive motions of the jaws of the instruments installed on arms 1 and 3 as well as non-intuitive motions of the endoscope installed on arm 2 were observed. The intuitive surgical, inc. (Isi) technical support engineer (tse) checked the error logs and no error related to the issue was found. As instructed by the tse, the clinical sales representative (csr) hard power cycled the system between procedures. The system was being used for the second procedure by the same surgeon. The customer was instructed to call technical support if the issue reoccurred. The procedure was completed as planned with no reported injury.

Manufacturer narrative:
The reported event was addressed with phone support. An intuitive surgical, inc (isi) technical support engineer (tse) was contacted for troubleshooting assistance. As instructed by the tse, the isi clinical sales representative (csr) hard power cycled the system between procedures. No site visit was conducted. The system was working properly, and no additional action was required as the issue was resolved.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the isi clinical sales representative (csr) stated that she was not present when this happened, and the staff present were unable to describe what had happened. The jaws of the instrument opened without the surgeon sitting at a console and using the master on the respective arm to move the instrument. The staff were unable to provide further information regarding the instrument movements and did not observe any interference or collisions. The issue was intermittent. The hospital did not put the instruments drapes and endoscope aside for testing, and they will not be returned to isi for evaluation. Regarding the non-intuitive motion of the endoscope, the staff could not confirm if the image was inverted. They described it as a small movement. They couldn't tell if the controls were reversed as no one was watching the surgeon's console when this happened. They only saw what happened in the patient cart. The surgeon confirmed the desired orientation when the endoscope was installed. The endoscope and endoscope¿s adapter/base still engaged/in-synch/attached and did not have any missing screw(s) or component. Prior to the event, the endoscope was not manually rotated 180-degrees. The procedure was completed with the same endoscope.

Event description:
Refer to h10/h11 for follow-up information.